Event description:
The following report was received from the affiliate: approximatley 30-40 minutes following the procedure, the patient complained of chest pain. Cag was conducted and thrombus was observed from the overlapping portion of the 2nd cypher and vision stent to the distal end. To treat the thrombus, aspiration was conducted. Then poba was conducted with a 3.25x15mm quantum maverick balloon at 20atms for 57 seconds and with a 3.5x15mm quantum maverick balloon at 18atms for 40 seconds. After that, ECG was stable. Physician's comment: the cause of the thrombotic event was because a slight vessel injury occurred when pre-dilatation was conducted.

Manufacturer narrative:
The procedure was an elective case. The target lesion was the proximal and mid lad. The lesion was de-novo, eccentric, bifurcated and flexion lesion. Lesion classification was type c. The lesion length was 50mm and vessel diameter was 3.0-3.5mm. Pre-dilation was conducted with a 2.5x14mm balloon at 8atms for 20 seconds. A 3.0x23mm vision bms was implanted at 14atm for 20 seconds at the mid lad. Then the first 3.5x18mm cypher des was implanted at 14atms for 25 seconds at the proximal lad. Then a second 3.0x18mm cypher des was implanted at 20atms for 20 seconds between the bms and the first cypher des. The three stents were overlapping each other. Post-dilation was conducted with the vision's stent delivery system balloon (3.0x25mm) at 14atms for 20 seconds. Ivus was conducted. Timi flow pre and post procedure was iii. The residual % of stenosis was 0%. Act was not measured. Anti-platelet therapy conducted included the following: aspirin 81mg/day, ticlopidine hydrochloride 200mg/day, sarpogrelate hydrochloride 300mg/day and heparin 5,000u. This is one of two products being reported for the same event. Please reference manufacturing reports #: 9616099-2006-0099 and 9616099-2006-01000. Any additional information will be submitted within 30 days or receipt.